Manufacturer narrative:
Pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump failed to upload traces and history files using thump due to moisture damage on the electronic assembly (pcba 1). Software error detected unknown. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump had multiple pump error alarm. Customer stated that they were able to clear the alarm. Customer stated that they were able to complete rewind process. Customer stated that fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.